Manufacturer narrative:
Based on the claim against the product noting the broken pad on the tip. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have the carbide insert broken off the grip. A piece approximately "0.189 x 0.076" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips tips are typically attributed to mishandling/misuse. Such as excessive force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding the broken pad on the tip of the instrument was confirmed by failure analysis. Which indicates, that the device did contribute to the customer reported issue. This complaint is a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, during central processing, the large needle driver instrument had a broken pad on the tip of the instrument. The procedure was completed with no reported injury.